Event description:
It was reported that zimmer dermatome stopped in mid-use. Staff checked both hose connections at this time disconnecting and reconnecting the hose, which resulted in the ability of the reported device to complete the planned procedure. It was also reported that the harvested tissue appeared as having a one-half inch border of crumpled skin. The initially harvested graft was reported to have been acceptable to the surgeon to use to complete the planned procedure. There was no report of an additional donor harvest, increased surgical time, or medical intervention. The surgical technician who had prepared and assisted with sterile instrumentation on the procedure later stated that when tested prior to the procedure start, the dermatome would not work but after re-connecting the hose it appeared to work appropriately and was used for the planned procedure.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 17 years old and has never been returned to the manufacturer for repair. Upon return, device displayed damage to the head, control bar and hose. The width plates showed damage and signs of being over tightened onto the unit. The device operated within specifications. However, calibration was out at the zero thickness setting. Damage incurred to the device could have caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.